Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during fill 1 of 5 of their pd treatment. The patient reported receiving an air detected in cassette alarm occurred prior to discovering the fluid leak. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported event. The patient¿s contact reported that the patient received an air detected in cassette alarm during fill 1 of 5 of treatment, upon looking around, the patient saw fluid leaking from the liberty cycler set patient line¿s connector. The cause of the leak is unknown and no other fluid leaks were found. The patient¿s contact confirmed that fluid did not get in or near the cycler and confirmed that fluid had only gotten onto the patient¿s leg. The patient¿s contact confirmed that only the patient line connector was leaking and confirmed that there were no bag leaks or issues with the bags. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event after resetting up with new supplies. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. The complaint product sample was visually inspected and was found that the cycler set is acceptable no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The sample evaluation was unable to confirm the alleged event nor establish a cause. The returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during fill 1 of 5 of their pd treatment. The patient reported receiving an air detected in cassette alarm occurred prior to discovering the fluid leak. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported event. The patient¿s contact reported that the patient received an air detected in cassette alarm during fill 1 of 5 of treatment, upon looking around, the patient saw fluid leaking from the liberty cycler set patient line¿s connector. The cause of the leak is unknown and no other fluid leaks were found. The patient¿s contact confirmed that fluid did not get in or near the cycler and confirmed that fluid had only gotten onto the patient¿s leg. The patient¿s contact confirmed that only the patient line connector was leaking and confirmed that there were no bag leaks or issues with the bags. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event after resetting up with new supplies. The cassette used by the patient is available for return for physical evaluation by the manufacturer.